Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent posterior spinal fusion with instrumentation l3-4, l4-5 and l5-s1; decompressive lumbar laminectomy with bilateral foraminotomies, l3-4 and l4-5; left l5-s1 hemilaminectomy with partial facetectomy; transforaminal lumbar interbody fusion with application of intervertebral cage at l5-s1; application of local bone graft to anterior and posterior arthrodesis site and application of bmp and synthetic allograft to posterior arthrodesis site. At 2 weeks post-op, the patient was doing well and was fitted with a bone stimulator to wear for the next 6 months. Patient states that all the numbness and pain he had down into his feet bilaterally is gone. At 4 months post-op the patient is having some left sided low back pain. At 17 months post-op the patient is having low back pain with pain and numbness down his legs. At 2 years post-op the patient is having some radicular leg pain, as well as a lot of low back pain. The patient states this started about 6-8 months after surgery. Patient has had pain management and physical therapy which did not help. He has pain with all activities. Physical exam show bilateral lower extremity motor power is preserved. Sensation is mildly decreased to his feet secondary to the numbness and tingling. New MRI shows no acute abnormalities. Patient is assessed with chronic pain syndrome.